Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was extrinsically over-rotated. The distal conductor of the lead became extrinsically fractured due to over-rotation. Visual analysis of the lead indicated damage at implant. The analyst noted that visual inspection found the lead was returned with the distal conductor distorted within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix retraction at the time of implant procedure. Distortion of distal conductor within is-1 connector is likely the cause for the complaint of stylet was sticking in the lead during attempt implant. Destructive analysis was performed, and confirmed that the stylet was not returned with the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the stylet was sticking in the lead. The lead was removed and replaced with a competitor product. No patient complications have been reported as a result of this event.